Event description:
Alleged event: it was reported that while using urinary catheter size 16 on a coherent, non-agitated patient, the catheter ame out as the balloon had deflated. The catheter came out as the balloon had deflated. The catheter had been in place for a few days before the incident. The condition of the patient is fine.

Manufacturer narrative:
The device sample has not been returned to the manufacturer at the time of this report. The manufacturer will continue to monitor and trend related complaints.